Event description:
The contact called in for help with the customer's meter. While troubleshooting, it was discovered the meter was set in mmol/l. The contact did not allege the customer experienced any adverse event due to the mmol/l readings. The meter was also found to have a broken battery contact, so it will be returned for evaluation and a replacement will be sent.